Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that the user¿s ilet displayed a low blood glucose (bg) reading of 58 mg/dl after announcing a meal during hypoglycemia. The user was advised that meals should not be announced while bg is low. The user did not have a glucometer to confirm the reading. The low was corrected with soda, dinner, and candy. No symptoms, external assistance, or medical intervention occurred.